Manufacturer narrative:
G4 premarket k213593

Event description:
It was reported that a dissection occurred. The patient had turned down coronary artery bypass graft multiple times and presented for multi vessel coronary artery disease percutaneous coronary intervention (pci). Following balloon preparation, a 4.00 synergy stent was implanted in the distal circumflex artery and a 4.00 synergy stent was implanted in the proximal/ostial circumflex. The opticross 6 hd catheter was advanced for both pre and post intravascular ultrasound (ivus) imaging to optimize the circumflex. Due to the acute angle of the circumflex and the newly placed ostial circumflex stent, the opticross was unable to cross. Multiple attempts were made to advance the opticross but the distal tip was coming in contact with the ostial edge of the stent. When the physician continued to try to advance the opticross, a left main flow-limiting dissection occurred causing the patient to experience chest pain. The patient was intubated, balloon tamponade was performed, and a non-boston scientific heart pump was implanted for support. Another 4.00 synergy stent was implanted to cover the left main dissection. The patient was then transferred to the intensive care unit for further evaluation and treatment. The patient was expected to fully recover.

Event description:
It was reported that a dissection occurred. The patient had turned down coronary artery bypass graft multiple times and presented for multi vessel coronary artery disease percutaneous coronary intervention (pci). Following balloon preparation, a 4.00 synergy stent was implanted in the distal circumflex artery and a 4.00 synergy stent was implanted in the proximal/ostial circumflex. The opticross 6 hd catheter was advanced for both pre and post intravascular ultrasound (ivus) imaging to optimize the circumflex. Due to the acute angle of the circumflex and the newly placed ostial circumflex stent, the opticross was unable to cross. Multiple attempts were made to advance the opticross but the distal tip was coming in contact with the ostial edge of the stent. When the physician continued to try to advance the opticross, a left main flow-limiting dissection occurred causing the patient to experience chest pain. The patient was intubated, balloon tamponade was performed, and a non-boston scientific heart pump was implanted for support. Another 4.00 synergy stent was implanted to cover the left main dissection. The patient was then transferred to the intensive care unit for further evaluation and treatment. The patient was expected to fully recover. It was further reported that the patient recovered and has been discharged.

Manufacturer narrative:
G4, PMA/510k 213593. G2 report source: corrected.